Event description:
Caller reported a malfunction on the pump, and cts provided information to reset the device. There was no adverse impact to the customer's blood glucose level. Customer successfully reset the pump with assistance from cts and was instructed to monitor for any recurrence of the malfunction code, acknowledging understanding of the guidance provided.